Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 device available for evaluation correction - based on additional information received from the site stating the device would not be returned, d9 has been changed from yes to no.

Manufacturer narrative:
Correction: h11: device return status - the following statement filed on the previous report is being removed as the device was ultimately received: d9: device available for evaluation - based on additional information received from the site stating the device would not be returned, d9 has been changed from yes to no.

Event description:
It was reported that two copilot bleedback control valve¿s (bbcv) were used during the procedure, however, were noted to be leaking blood at the cap. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The additional device referenced in b5 is filed under a separate medwatch report number. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.